Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the middle portion of the ventilator touchscreen became intermittently unresponsive to touch. The issue occurred on two occasions with the same device. During the first occurrence, the patient had been extubated, and the respiratory therapist attempted to place the ventilator in standby but was unable to do so because the touchscreen was unresponsive. After a short period, the therapist was able to turn off the device. Following this event, a touchscreen calibration was performed, which passed, and the ventilator was returned to service. During the second occurrence, the device was placed on another patient, and staff attempted to exit the screen lock mode but were unable to because the touchscreen did not register touch input. The ventilator continued to ventilate the patient. No patient harm was reported. Following these events, touchscreen calibration was performed twice. Afterward, the device functioned normally, but intermittent touchscreen sensitivity issues persisted. The reporting hospital will not provide patient demographics.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.